Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) and battery sn 86233596 have been completed. The reported problem (unable to charge, unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open in both battery packs. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery packs. Device manufacture dates: (B)(4): 06/17/2016, (B)(4): 06/11/2016.

Event description:
A us distributor reported that a patient's battery packs were unable to charge or power on the patient's monitor.